Event description:
It was reported that during a dialysis catheter placement procedure, the guidewire allegedly could not be passed through the puncture needle and it allegedly became stuck. It was further reported that the guidewire was allegedly difficult to be retracted. Furthermore, the guidewire allegedly broke while attempting to pull it back. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one guidewire segment and one introducer needle were returned for evaluation. Gross visual and microscopic evaluations were performed on the returned device. The guidewire segment returned was noted to be uncoiled. The round core wire was noted to be protruding the proximal portion of the guidewire segment. A complete break was noted to the flat core wire at the proximal end of the guidewire segment loaded in the introducer needle hub. Therefore, the investigation is confirmed for the reported fracture and identified material separation, stretched and unraveled issues. However, the investigation is inconclusive for the reported failure to advance, difficult to remove and the guidewire resistance issues as the functional testing was unable to be performed due to the condition of the sample and as the exact circumstance at the time of the event reported was unknown. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: b5, d4 (expiration date: 05/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a dialysis catheter placement procedure, the device allegedly did not pass the guidewire through the puncture needle and allegedly got stuck. It was further reported that the guidewire allegedly broke while attempting to pull it back. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 05/2025) h11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.